Event description:
It was reported, the disposable distal attachment (cap) fell off from the gastrointestinal videoscope and into the patient's stomach in the middle of a therapeutic esophagogastroduodenoscopy with food bolus disimpaction and was retrieved by the physician. The procedure and patient's anesthesia were prolonged for about 30 minutes and was completed with a different scope and cap. The patient was intubated prior to the procedure due to aspiration risk and was extubated the next day. Reportedly, the plan would most likely have been the same even if the cap had not fallen off due to the large amount of retained food. The customer confirmed that the condition of the patient and outcome of the procedure was not impacted. Both devices were inspected prior to use and the staff had made sure that the scope was compatible with the cap. The patient was discharged to home without any further harm.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00236.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the event likely occurred suddenly due to deviation from the instructions for use (IFU) by the user, in addition to a large amount of retained food. However, the user likely thought the distal cap was attached properly. The root cause of the event could not be determined. The event can be detected/prevented by following the IFU which state: ¿4.3 using endo therapy accessories: warning: when using a distal attachment or a distal hood, the distal end of the endoscope becomes longer, and its outer diameter is larger. Handle the endoscope carefully so as not to cause perforation or other patient injury. When performing endoscopic treatment using this equipment, take extra care. When a distal attachment or a distal hood is mounted on the endoscope, do not angulate the endoscope abruptly. This could cause patient injury, such as mucous membrane damage.¿ ¿9.3 operation: attaching and fastening to the endoscope: warning: when the instrument is mounted on the endoscope, do not angulate the endoscope abruptly. This could cause patient injury, such as mucous membrane damage. Do not press the instrument against body cavity tissue with excessive force. This could cause patient injury, such as mucous membrane damage. Be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.